Event description:
During a ptca treatment procedure, the pt2 moderate support 300 cm str guidewire fractured and the distal radiopaque section remains in the pt's body. The pt was asymptomatic during this event. The lesion being treated was a calcified, 98% stenotic lesion in a tortuous native obtuse marginal branch (om) coronary artery. The physician used a 6f pinnacle introducer sheath for vascular access and the pt2 moderate support guidewire and a 6f jl4 guide catheter to cross the lesion. He subsequently advanced a balloon and while advancing it, the tip of the pt2 guidewire broke off in the vessel at a location distal to the lesion. It is noted that the wire was kinked at some point in the procedure and that there have been a loop in the guidewire that was pulled. In an attempt to remove the fractured portion from the pt the physician used a mailman guidewire and attempted angioplasty with several increasingly larger balloon sizes in an attempt to dilate the lesion and pass a micro snare retrieval device to capture the detached wire segment. He also attempted to pass a stent through the lesion, but it would not cross. Following balloon angioplasty, no additional intervention was performed. The pt has been discharged from the hospital with no known complications. As of 20 days post-procedure, the pt's status remain unchanged.